Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found five waste check valves and vacuum valve 7 were clogged. The valve-check, inline, ppro was replaced, which resolved the issue. A review of tracking and trending for the alinity hq processing module did not identify an increase in complaint activity. A review of tracking and trending for the valve-check, inline, ppro did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity hq processing module for serial (B)(6) or the valve-check, inline, ppro were identified.

Event description:
The customer observed imprecise hemoglobin (hgb) results when processing on the alinity hq processing module. Customer normal range: 12 to 16 g/dl sid (B)(6): hgb 8.59, repeat 6.72 g/dl. Sid (B)(6): hgb 10.20, repeat 7.80 g/dl. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information, multiple patient identifiers are (B)(6). No additional patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is compete.

Event description:
The customer observed imprecise hemoglobin (hgb) results when processing on the alinity hq processing module. Customer normal range: 12 to 16 g/dl sid (B)(6): hgb 8.59, repeat 6.72 g/dl. Sid (B)(6): hgb 10.20, repeat 7.80 g/dl. No impact to patient management was reported.